Event description:
It was reported to philips that the device monitor went blank and lost power while treating a cardiac arrest patient. The users continued CPR and attempted to switch to battery power, however, the defibrillator showed an "x" symbol and would not function. The device was reported to be in use on a patient, causing a delay in life-threatening therapy/treatment and will be considered a serious injury. The customer reported that treatment of the patient was taken over by another emergency response unit; status unknown. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty battery. It was noted by the fse that the battery indicator implied that the battery was fully charged, but subsequently failed to power on the monitor when installed. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced with an onsite spare. The defibrillator passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
Additional information obtained leading to update of device code, and correction to results code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device monitor went blank and lost power while treating a cardiac arrest patient. The users continued CPR and attempted to switch to battery power, however, the defibrillator showed an "x" symbol and would not function. The device was reported to be in use on a patient, causing a delay in life-threatening therapy / treatment and will be considered a serious injury. The customer reported that treatment of the patient was taken over by another emergency response unit; status unknown. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty battery. It was noted by the fse that the battery indicator implied that the battery was fully charged, but subsequently failed to power on the monitor when installed. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced with an onsite spare. The defibrillator passed all performance assurance tests and was placed back into use with the customer. One battery pack was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this battery pack.

Event description:
A customer reported that the device monitor went blank during a cardiac arrest. A philips field service engineer (fse) evaluated the device and replicated the reported problem. The fse replaced the therapy cable. The device passed an operations test. The device etco2 and nibp functions were recalibrated. The device was placed back into service with the customer. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device monitor went blank during a cardiac arrest. Additional information has been requested from the customer.